Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that patient with a pacemaker had presented to the emergency room with syncope. Boston scientific technical services (ts) reviewed the device report and observed noise on the atrial lead that was oversensed causing pacing inhibition greater than two seconds, and an alert from 11 months ago for low out of range pacing impedances less than 200 ohms. The system remain in-service, and additional information was requested. No additional adverse patient effects were reported.